Event description:
Same case as MFR report# 2134265-2009-06937 and 2134265-2009-06940. It was reported that during a percutaneous coronary intervention procedure, multiple balloon ruptures and a vessel dissection occurred. The eccentric and severely calcified 90% stenotic lesion was located at the ostium of the first diagonal branch of the lad. A non-bsc 2.0 x 10mm balloon catheter was advanced across the lesion, the balloon was inflated and burst. A 2.0 x 15mm apex monorail balloon catheter was advanced across the lesion, the balloon was inflated and burst. A 2.5 x 12mm apex monorail balloon catheter was advanced across the lesion and the balloon was inflated. A 2.5 x 8 quantum maverick monorail balloon catheter was advanced across the lesion, the balloon was inflated and burst. The physician performed a total of 12 inflations with a total inflation time of 120 seconds; the atms and duration of each inflation is unk. It was reported that during all of the inflations, the pt experienced chest pain and ischemic ECG changes. Attempts to cross the lesion with two non-bsc stents were unsuccessful. The procedure was completed and a residual 20% stenosis was noted. At the end of the procedure, the physician noted a "very limited dissection". The pt's condition was reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.